Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2022, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and a gore® molding & occlusion balloon catheter (mob). As reported, the proximal end of rlt231412j was deployed just under renal artery. An attempt was made to cannulate into a gate, but it was unsuccessful due to a large aneurysm. Ipsilateral leg was deployed in a right side and then device plc271000j was implanted to extend the ipsilateral leg. Using the mob touch ups were performed at the proximal and distal ends. During the touch up, the proximal end of the stent graft seemed to be dilated. Changes in blood pressure were not observed. Attempt was made to cannulate the gate again by up and over from ipsilateral side. It was able to perform the cannulation but a wire slipped during exchange of wire. Additional attempt was made to touch up using the mob to hold a wire and a catheter during up and over process. Then cannulation was able to be performed. Plc231200j was implanted successfully as a contralateral leg. Touch ups were performed at the proximal end, overlap part and distal end. During the preparation of final angiography, a decrease in blood pressure was observed. Angiography revealed bleeding from the proximal neck. The stent grafts were explanted and converted to a bifurcated vascular graft replacement. Reportedly, the vessel of the neck was possibly damaged at the first touch up because of the dilation. Additional touch ups likely led to a rupture at the proximal neck vessel.